Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer¿s site to evaluate the analyzer. The lss as troubleshooting measure performed enhanced cleaning, however there was no improvement. The lss compared the initial and repeated results and observed there was a significant difference. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and determined that two (2) buffer valves were defective. The fse replaced the two (2) buffer valves which resolved the issue. Performed calibration and quality qc) without issues. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4). Note: this report will address erroneous result generated on (B)(6) 2025. Beckman coulter identifier is (B)(4) will address erroneous results generated on (B)(6) 2025.

Event description:
The customer reported the generation of erroneous high patient results on (B)(6) 2025 for sodium (na), potassium (k), chloride (cl) on the ise (ion selective electrode) unit (p/n: a94928, serial # (B)(6) connected to the au5800 chemistry analyzer (p/n: b96698, (B)(6). The customer repeated the patient sample and results obtained were lower. There was no report of change to treatment, injury, or death associated to this event.